Event description:
It was reported that there was a malfunction during a case resulting in a leak greater than 4.5 lpm. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows was replaced to resolve the issue. Block a: no patient information to date after calls to end user 09/25/24 and 10/03/24. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.